Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k2edta plh 13x75 4.0 plbl lav br the instrumentation probe was clogged/blocked. The following information was provided by the initial reporter. The customer stated: "some samples were clogged. Sample collection made as usual (standard operational procedure). Clogged samples have been collected by other employees, samples have been collected and homogenized, after approximately 30 minutes, at the time of passing the material through hematological thinner they were clogged."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. To further investigate, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to sample clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure because the defect (clotting) was not evident in the testing of the complaint lot samples. All parameters of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. This complaint is not confirmed with respect to clotting; all retention testing was satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube k2edta plh 13x75 4.0 plbl lav br the instrumentation probe was clogged/blocked. The following information was provided by the initial reporter. The customer stated: "some samples were clogged. Sample collection made as usual (standard operational procedure). Clogged samples have been collected by other employees, samples have been collected and homogenized, after approximately 30 minutes, at the time of passing the material through hematological thinner they were clogged.".